Event description:
The customer contact reported unrestricted flow. At an unspecified time, the device was programmed to deliver nitroglycerine 50mg/250ml and delivery was not started. No specific programming parameters were provided. After an unspecified length of time, the customer contact stated that it was decided that the delivery of the nitroglycerine was to be changed to a different device. At 1415, the customer contact reported that after the nurse opened the cassette door and removed the tubing set from the device, unrestricted flow was noted. It was reported that the nurse immediately clamped the tubing set prior to removal from the device and the cassette door was not fully open. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The issue of unrestricted flow after the tubing set was removed from the device was evaluated under a formal investigation. It was determined the unrestricted flow condition was caused by removing the cassette before the cassette carriage was fully open and stopped. The device mechanism plunger contacted the flow stop on the cassette placing it in the open position. This resulted in unrestricted fluid flow through the cassette. The condition found is not due to a device defect or malfunction. The unrestricted flow condition is due to a user prematurely removing the cassette prior to the cassette carriage being fully opened and stopped. As indicated, this device was identified as part of a customer notification dated march 2010. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).